Manufacturer narrative:
The subject device was returned and forwarded to the legal manufacturer for further investigation. The customer reported e842 error could not be reproduced or confirmed during olympus¿ testing. However, olympus identified the scope produces varying-colored images (purple/green). The reportable colored image defect was isolated to a defective charged coupled device (ccd) unit likely attributing to the scope not being able to white balance. The inspection also observed the light guide fiber composite at the distal end is damaged by external force. The device was last serviced via repair on july 1, 2022 which replaced the video cable unit. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer endoeye high definition ii autoclavable video telescope is having error e842 after connecting and the white balance cannot be performed. Brown is green in color. The customer reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.